Event description:
Clinical study. Same case as MDR: 6000093-2007-00886. It was reported that 513 days after a coronary drug eluting stenting treatment procedure the pt required a target vessel reintervention (tvr). Target lesion 1 (30mm long ) was identified in the mid left anterior descending artery ( mid lad) with 70% stenosis and a 3.0 vessel diameter. The lesion was moderately calcified and non tortuous. Target lesion 1 was treated with direct stenting of a 3.00 x 32mm taxus express 2 drug eluting stent. Target lesion 2 ( 30mm long) was identified in the proximal left anterior descending artery ( prox lad) with 70% stenosis and a 3.5 vessel diameter. The lesion was moderately calcified and non tortuous. Target lesion 2 was treated with direct stenting using a 3.50 x 32mm taxus express 2 drug eluting stent which slightly overlapped the previously placed mid lad stent; and extending from the ostium to the mid segment of the vessel. The post-dilatation of the vessel demonstrated 0% residual stenosis of the stented segment. The pt was discharged one day later on plavix and aspirin. At 513 days later the pt required a tvr. A non boston scientific drug eluting stent was deployed in the distal lad and another in the mid lad. In the opinion of the physician this was not due to restenosis of the taxus express 2 drug eluting stent. The physician also reported that the relationship to the taxus express 2 drug eluting stent is unk. The pt was discharged one day later.

Manufacturer narrative:
Device evaluation: the stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.